Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received on (B)(4) 2016 from the surgeon, indicated that the screw broke at the cruciform recess. No pre-drilling was performed for any of the screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device reportedly broke upon insertion and therefore, may not perform its intended function. This device is not considered to have been implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mid-face plating surgery to treat a zygoma fracture, the head of a screw broke. While inserting a screw, the head of the screw broke as the surgeon was inserting it. The shaft of the screw remained in the patient and the head of the screw was burred off so as not to be prominent. A 10-15 minute delay was incurred due to this event. The surgery was successfully completed with no harm to the patient. This report is 1 of 1 for (B)(4).